Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that when inserting the cutter into the eye, it caught in the trocar and the insertion was not smooth during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray, for the report. The samples was visually inspected and found non-conforming with clear foreign material at one area along the probe needle. The probe needle was fit tested for function through a ring gauge and was found non-conforming. The probe did not travel in and out of the ring gauge under its own weight. The foreign material was wiped off of the probe needle and then the probe needle was fit tested again with the ring gauge and was able to travel in and out of the ring gauge under its own weight. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lot indicates there are no additional complaints associated with the component lot for the reported issue. The complaint evaluation confirms the probe had a fit issue. The fit issue was due to the foreign material on the needle. The exact source of the foreign material cannot be determined from this evaluation, however the most likely contributing factor is surgical residue from use and does not point to a manufacturing issue due to the foreign material easily wiping off with alcohol. No specific action with regard to this complaint could be taken because the product met specification once the foreign material was removed. All probes are 100% visually inspected during the manufacturing process for excessive manufacturing materials on the needle. All assembled probe needle diameters are also 100% tested for fit into a ring gauge to insure the probe needle does not exceed a trocar opening. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).